Event description:
The customer called with a concern that the insulin pump is delivering boluses on its own while she sleeps. The customer felt that her insulin pump is being tampered with wirelessly, and boluses are being delivered in the middle of the night. The customer declined troubleshooting at the time of the call. Advised the customer to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.